Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that infusion set was leaking and was having problems with transfer guard. Customer's blood glucose was 499 mg/dl, which was treated with insulin pump. High blood glucose was resolve with completed set change. Customer was advised that set would be replaced.

Manufacturer narrative:
A visual inspection was performed on one opened and used reservoir, found the snap-cap detached from the reservoir barrel and the snap-cap septum attached to the transfer guard; unable to verify leakage anomaly.